Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, the device jaws became locked on tissue and the knife was protruding from the jaws. The surgeon removed the device using scissors. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.